Event description:
It was reported that prior to a laparoscopic supracervical hysterectomy procedure, the 4-40 stud was found to be broken. Another look device was used to complete the procedure. There was no patient consequence.